Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced a screen lock/unlock malfunction where the device vibrated and reverted to the lock screen despite charger connection and removal of a screen protector, and a replacement was arranged before a subsequent software update restored normal unlocking; no alarms were reported and blood glucose values were unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy beyond temporary use of backup therapy and continued use of the patient¿s cgm on phone or receiver. Investigation included customer troubleshooting, education, and a software update attempt. Investigation of this case revealed a software-related user interface malfunction of the display/touchscreen that resolved after installation of an available software update, consistent with a known software performance issue rather than a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was a correctable software deficiency addressed by the software update.